Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Explantation is considered within the next 6 months but no re-implantation is planned. This is a final report.

Event description:
The recipient indicated problems with the right implant. No trauma was reported, no swelling or redness around the implant site. Per new information received explantation is considered within the next 6 months. No re-implantation with a new device is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user indicated problems with her implant. Reimplantation is considered.

Event description:
The bilaterally implanted recipient indicated that there were problems with the right side implant. No trauma was reported, no swelling or redness around the implant site. The recipient has been explanted. According to the device explantation report it was possible to slightly rotate the implant before device removal.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.